Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
The patient had not seen his doctor since (B)(6) 2007 ¿since he put this thing in after the 7th time¿. The doctor started putting in the ins several months prior to (B)(6) 2007. During that time, there was one month that the patient had 3 revisions and met with a company representative for reprogramming. The first 6 times, the doctor sedated him for the procedure and the stimulation was ¿all over the place but never hit the spot¿ where it needed to be. The last time ¿I asked him to just change the lead/cut down to the connector and replace that end and left the original battery in¿. The patient told the doctor to do locals so he could be conscious. The doctor cut ¿me open, company representative turned it on and I said no that¿s not it, he pulled it out and moved and finally got it the right spot¿. The company representative ¿turned it on was stimulating, killing the pain in the area where I needed it¿. **information omitted for pe 700588191 regarding an unrelated event for the broken recharger belt.** the health care provider had no records regarding this patient. Additional information has been requested.